Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the pockets (a4 and c4) in main drawer 2.1 had malfunctioned. A field service engineer replaced the defective cubie pockets to rectify the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered a malfunction in pocket a4 of main drawer 2.1. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.